Event description:
It was observed during inspection the subject device had an image distortion. There was no patient involvement in this reported event.

Manufacturer narrative:
Device evaluation has confirmed the reported event. Based on the results of the investigation, the image distortion was due to damaged charge couple device (ccd) unit. A definitive root cause of the ccd failure cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.